Event description:
As reported by the physician; prior to an implantation attempt, a test was performed to verify proper function of the fixation mechanism. During the test, the helix extended, but would not retract. Another lead was implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. The statement of the physician in this case indicates that the fixation function was normal prior to the implantation attempt, since the verification could be appropriately performed. Damages sustained to the stylet blades may indicate that the physician applied excessive turns when extending or retracting the helix, which could have caused the mechanism to become blocked. This, however, could not be confirmed since the function of the mechanism was found to be normal.